Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows medical device lot #: 4260586, medical device expiration date: 10/31/2015, device manufacture date: 09/17/2014, medical device lot #: 0287655, medical device expiration date: 11/30/2011, device manufacture date: 10/14/2010, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation had pre launch of mechanical separator. No serious injury or medical intervention.